Manufacturer narrative:
Patient¿s date of birth and weight are not available for reporting. Device is an instrument and is not implanted/explanted. Complainant device is not expected to be returned for manufacturer review/investigation. A device history record (DHR) review was performed for part # 03.130.302, lot #f-21242: manufacturing location: (B)(4), supplier: (B)(4), manufacturing date: 01. Feb.2017: no non-conformance reports (ncrs) were generated during production. Review of the device history record(s) showed that there were no issues during the manufacture of the product that would contribute to this complaint condition. The investigation could not be completed; no conclusion could be drawn, as no product was received. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was report that the patient had original surgery on (B)(6) 2017 for treatment of a left thumb fracture. Patient was implanted with one (1) 2.0 mm (va) variable angle cortex screw. During the procedure, as the surgeon was drilling a pilot hole to insert another screw for bone compression the drill bit tip contacted the previously implant 2.0 mm screw. The tip of the drill bit broke off inside the patients left thumb bone. Surgeon chose to leave the drill bit fragment inside the patient¿s thumb bone. The estimated size of the drill bit fragment is approximately 10 mm in length. Surgery was completed successfully with no time delay. Patient is reported in stable condition. Hospital has retained the distal portion of the drill bit. Sales consultant has no more information to report on this event. Concomitant device reported: 2.0 mm variable angle cortex screw (quantity 1). This report is for one (1) 1.5 mm drill bit. This is report 1 of 1 for complaint (B)(4).

Manufacturer narrative:
Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Further it was reported that additional x-rays were taken during the surgery to identify broken drill bit placement and size of fragment.